Event description:
It was reported that during implant, once the atrial and ventricular leads were placed, the patient's blood pressure dropped and an echocardiogram showed that the patient had a pericardial effusion. The effusion was drained. It was decided to reposition both leads several days later as the patient continued to have blood coming from the drain. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.